Event description:
It was reported that the three way stopcock was observed to be damaged before use. Follow up with our facility affiliate indicated leakage was observed at the stopcock. Reportedly, the device was not used during the surgery. No pt complications or injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation.